Event description:
The clinician stated "PICC line broke at the wing that snaps into the statlock device, the other half of the PICC was still attached to the tubing." The catheter broke, not the suture wing.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.